Manufacturer narrative:
(B)(4). The reported condition of "f-49 alarm" was confirmed during device evaluation. The root cause was due to a damaged cpu board, which was replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. The device was evaluated on-site by a baxter field service technician. A review of the service history revealed no failures/problems that were the same as, or similar to the current difficulty and there was no indication that any service processes caused or contributed to the reported difficulty. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer reported to baxter mexico that a flogard infusion pump had an f-49 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.